Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to possible implant loosening, with consideration for a gutter and poly swap.

Manufacturer narrative:
The reported event was not confirmed due to the lack of additional clinical information. Upon further investigation of the CT scans by healthcare professionals the following was observed: the CT scan shows no clear signs of loosening or migration in the tibial or talar component. The tibial component might be positioned a little to anterior and is protruding the anterior cortex for a few millimeters. Otherwise, the tibial component does not show any radiolucence or cysts, therefore loosening is very unlikely. The talar component shows little radiolucence and some minor cysts and condensed bone underneath the component. Loosening is possible with this finding. The gutter impingement as underlying cause of the patients problems is also likely. Without any further information this cannot be assessed. However, failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information e.g., clinical status, exact symptoms, and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to possible implant loosening, with consideration for a gutter and poly swap.